Event description:
It was reported that the modular cable screw ring was closed forcing it to align the close locker to the arrow of the percutaneous lead. After this, the driveline communication fault appeared. The alarm was cleared but appeared soon after. Log files showed a communication fault of both a and b. The modular cable was replaced per protocol. The alarm resolved.

Manufacturer narrative:
The primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log files; however, a specific cause for the alarm could not be conclusively determined. The submitted controller event log file contained events from 25sep2025 through 26sep2025. A driveline communication fault alarm associated with intermittent com_a and com_b fault flags was active throughout the duration of the file. Additionally of note, a loss of lvad communication alarm was captured on 25sep2025 appearing consistent with a total loss of communication in both communication lines resulting in the controller's inability to record several lvad parameters. The alarms did not affect the controller's ability to operate the pump at the stored patient speed for the duration of the file, and no other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further related events reported at this time the relevant sections of the device history records for modular cable, lot # 10749092, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "replacing the modular cable"), provides instructions on how to replace the modular cable. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. These sections also provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 10 of the patient handbook, ¿safety checklists,¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvas, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The screw ring was closed as per protocol with the yellow line not visible, but the arrow did not align to the close locker symbol. The customer then decided to force it in such position. The modular cable was not disconnected prior to closing the screw ring. There was no difficulty re-connecting the modular cable to the patient lead.